Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she fainted and was taken to the hospital. Blood glucose at the time of admission was 285 mg/dl. The customer experienced vomiting, abdominal pain, difficulty breathing and nausea. Customer stated she was sick which caused the high blood glucose and the doctor stated the fainting was due to syncope. Customer was treated with fluids. She declined troubleshooting. Customer was advised to discuss with the doctor potential elevated blood glucose as a result of the syncope or medications she may taking.